Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305106. Batch#: 3055902 , 3209277. It was reported by the customer that unfortunately this has affected patients. To note, these have been specifically for eye injection cases in our outpatient regional eye center and in our outpatient neurology department for botox injections for treatment of migraines. Several were caught before the procedures in the rooms with the patients, which means changing needles and delaying procedures which is not comforting or reassuring to the patient nor physician. But we did have a few where the needle did touch the eye for example in regional eye and was to dull for the procedure so the procedure had to be restarted/delayed. Verbatim: rcc received a complaint via email. Email(s) attached. Unfortunately this has affected patients. To note, these have been specifically for eye injection cases in our outpatient regional eye center and in our outpatient neurology department for botox injections for treatment of migraines. Several were caught before the procedures in the rooms with the patients, which means changing needles and delaying procedures which is not comforting or reassuring to the patient nor physician. But we did have a few where the needle did touch the eye for example in regional eye and was to dull for the procedure so the procedure had to be restarted/delayed. To confirm we have the following lot numbers below and we have now pulled all inventory, even other lots from our shelves and have switched to an alternative brand. Our physicians/clinicians are not comfortable using these needles. I have samples of dull and closed needles of most listed below. Lot: 3179198 ,exp 8/31/2028: closed, dull : have samples. Lot: 3083952, exp 4/30/2028: closed: have samples. Lot :3055903, exp 3/31/2028: (dull): have sample. Lot :3209277, exp 9/30/2028: have sample. Lot: 3158501, have sample. Lot :3055902 , reported issues.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported the needles are closed or dull. To aid in the investigation, one sample in an opened packaging blister from lot 3209277 was received for evaluation by our quality team. The packaging blister was opened by pushing the needle hub through the packaging blister top web instead of pulling the top web apart from the bottom web. A visual inspection was performed and there is a double needle. The second needle is fixed with epoxy to the outer side of the needle hub. The needle was inspected. First, with 10x magnification, and then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. The sample was then connected to a syringe with saline solution. The needle did not expel the solution; the needle is clogged. No other defects or imperfections were observed. The double needle could occur during the assembly process if there is a misfeeding of the cannulator inducing the double needle. The clogged needle defect can occur by pushing the unit through the packaging blister top web, which could induce foreign matter. A device history record review was completed for provided material number 305106, lots 3209277 and 3055902. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. There is also a vision system in place that inspects 100% of all the units for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information. Material#: 305106 batch#: 3055902 , 3209277. It was reported by the customer that unfortunately this has affected patients. To note, these have been specifically for eye injection cases in our outpatient regional eye center and in our outpatient neurology department for botox injections for treatment of migraines. Several were caught before the procedures in the rooms with the patients, which means changing needles and delaying procedures which is not comforting or reassuring to the patient nor physician. But we did have a few where the needle did touch the eye for example in regional eye and was to dull for the procedure so the procedure had to be restarted/delayed. Verbatim: rcc received a complaint via email. Email(s) attached. Unfortunately this has affected patients. To note, these have been specifically for eye injection cases in our outpatient regional eye center and in our outpatient neurology department for botox injections for treatment of migraines. Several were caught before the procedures in the rooms with the patients, which means changing needles and delaying procedures which is not comforting or reassuring to the patient nor physician. But we did have a few where the needle did touch the eye for example in regional eye and was to dull for the procedure so the procedure had to be restarted/delayed. To confirm we have the following lot numbers below and we have now pulled all inventory, even other lots from our shelves and have switched to an alternative brand. Our physicians/clinicians are not comfortable using these needles. I have samples of dull and closed needles of most listed below. ¿ lot 3179198 exp 8/31/2028 closed/dull - have samples. ¿ lot 3083952 exp 4/30/2028 closed - have samples. ¿ lot 3055903 exp. 3/31/2028 (dull) - have sample. ¿ lot 3209277 exp. 9/30/2028- have sample. ¿ lot 3158501 - have sample. ¿ lot 3055902 reported issues. Comments on 08/02/2024. 1. Please provide the address of the facility for us to ship the return label? 917 n. Chelan avenue wenatchee, wa 98801. 2. Date of event of all the batches: a. First report 10/24/2023 lot 3179198. B. December 17 received another report about lot 3179198. C. January for other lots as we tried to have end users use the alternatives we had in stock: I. Lot 3055903 ¿ dull. Ii. Lot 3083952 - dull and burrs (clogged). Iii. Lot 3209277- dull. IV. Lot 3158501 unable to draw/push fluid. V. Lot 3055902 unable to draw/push fluid. 3. Did the event directly, or indirectly involve a patient or user? Both 4. Did the event involve an urgent/life threatening medical situation? No 5. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. A. For eye injections with dull needles patients had to endure a second injection since the needle was dull. B. Delay with care when medications had to be redrawn when needles were found to be clogged and unable to draw/pass meds.